Manufacturer narrative:
( Therapy date is estimated ). The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Reference MFR. Report: 3006705815-2019-03864. It was reported patient experienced ineffective therapy after couple of weeks of the permanent implant (approximately (B)(6)) troubleshooting did not resolve the issue. As a result patient underwent surgical intervention, where the leads were replaced with a penta lead. Post operatively effective therapy was restored .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.